Event description:
Procedure: nephrectomy. According to the reporter: the bag detached from the hoop before the operator pulled the handle. The string then cheese wired the surgeon's finger, as he tightened the bag, causing injury (bleeding). Another device was used.

Manufacturer narrative:
(B)(4).